Manufacturer narrative:
A supplemental report will be submitted on completion of investigation.

Event description:
It was reported that cardiosave intra aortic balloon pump(iabp) had helium leak. There was no patient involved.

Event description:
N/a.

Manufacturer narrative:
Updated fields : b4, d8, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, investigation conclusions ), h11 corrected fields: e1 (initial reporter) a getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, customer reported helium leak on cardiosave unit. Confirmed leak present via pneumatic system display while performing helium leak test. Confirmed unit tolerance was not within spec. Replaced o-ring.under the external helium tank and replaced o-ring (0054-00-0208) behind the quick-disconnect fitting as a precaution. Helium leak test passed and was within spec. Device passed all performance and safety tests according to factory specifcations. Device was returned to customer and cleared.